Event description:
The facility reported a colleague infusion pump with a defective main display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display issue was confirmed by baxter personnel during product evaluation. The root cause was assigned to defective main display. The main display was replaced to correct this condition. This involved an unremediated infusion pump with user interface module master software version 5.04.00. Baxter has conducted a trend evaluation and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).